Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the wrench is flashing 6 times indicating a left brake fault.